Event description:
Customer reported that a pyxis medstation es unexpectedly reboots during use, delaying user access to medication. Customer stated that the length of the delay was between 20 to 30 minutes. Medication was retrieved from the pharmacy. Customer reported the procedure was elective, not emergent. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es unexpectedly reboots during use, delaying user access to medication. Customer stated that the length of the delay was between 20 to 30 minutes. Medication was retrieved from the pharmacy. Customer reported the procedure was elective, not emergent. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and performed a system file check to resolve. Customer confirmed device has not unexpectedly rebooted in over a week. Device confirmed operational.

Manufacturer narrative:
Corrected information in g3: initially the date received by manufacturer was incorrectly updated as 30-aug-2022 and now corrected into 05-aug-2022.

Event description:
It was reported that a bd pyxis medstation es unexpectedly reboots during use, delaying user access to medication. The customer stated that the length of the delay was between 20 to 30 minutes. The medication was retrieved from the pharmacy. The customer reported the procedure was elective, not emergent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-aug-2020 to 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly rebooted. The technical support specialist found that the device had rebooted during the scanning process and the station had not rebooted from the past week. Confirmed that the issue was resolved from the customer side. The system functioned as intended after the customer resolved the issue.